Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2012; 4196, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined impedances on the rv and superior vena cava (svc) coils, and a lead fracture was suspected. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.